Manufacturer narrative:
Product ID: mc1vr01-delsys product event summary: the full delivery system was returned and analyzed. The articulation curve of the delivery system did not meet specification and was out of plane. The analyst noted that the delivery system was returned with the device attached. Curve could be applied but did not meet curvature deflection specification of 120 degrees and was out of plane. Observation of the handle found the tether lock button in the locked position with the tether retaining pin not placed in the handle but hanging from the tether line. Dried blood was present on the bottom surface of the handle. The analyst could successfully deploy and recapture the device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of the leadless implantable pulse generator (ipg) the patient experienced a perforation. Following deployment of the ipg the physician noted tamponade and the performed an emergency pericardiocentesis. The ipg was explanted from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.